Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) had been contaminated by liquid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Cleaning and handling instructions are provided in product labeling for the device.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that the display on her coaguchek xs meter serial number (B)(4) was not working correctly. The patient stated that she changed the batteries in the meter, but the display still was not working correctly. The patient performed a display check and she could not see the bottom half of the 8s of the "888" seen in the result field of the display. The patient's meter was requested for investigation and a replacement meter was sent to the patient.